Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a moderate right common femoral artery was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, there was no suture present when the plunger was removed with the second attempted proglide device. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to 16f sheath and the tevar procedure was completed. Hemostasis was achieved with the first and third pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na